Manufacturer narrative:
Internal reference number: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from a post market clinical follow up activity sponsored by smith and nephew. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that the patient suffered from the breakage of screws in the nail after having a fracture fixation surgery of the right femur using the trigen meta-tan system. No hardware revision surgery was scheduled. Overall, alignment was maintained, without complication. Patient has healed well and has no pain. The patient achieved union at 53.7 weeks after the primary surgery. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known, and it is not possible to collect it. We do not have the opportunity to identify individual hcps and revisit negative feedback to retrieve further information.

Manufacturer narrative:
H10: additional information in d10. H11:corrected information in d1, d2, and d4.

Event description:
It was reported that the patient suffered from a right periprosthetic femur fracture due to a fall. The patient was treated on 5-jan-2018 with the following procedures: (1) treatment of right femoral shaft fracture with intramedullary device, and (2) open reduction internal fixation of supracondylar femur fracture without intercondylar extension. During this primary surgery, a trigen meta tan nailing system was implanted, as well as an unidentified sn femur lock plating system. On (B)(6) 2019, the patient suffered from the breakage of 4 cortical screws in the lateral plate. The exact identity (commercial name, part and lot number) of the broken screws is unknown at this time. No hardware revision surgery was scheduled. Overall, alignment was maintained, without complication. Patient has healed well and has no pain. The patient achieved union at 53.7 weeks after the primary surgery. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known, and it is not possible to collect it. We do not have the opportunity to identify individual hcps and revisit negative feedback to retrieve further information.

Manufacturer narrative:
Corrected data: /a2 (age at time of event), a3 (gender), b3(occurrence date), b5 (narrative), b7 (comorbidities), d1, d2a, d2b, d6a, d10 (concomitants), g4 (510k number), h6 (investigation findings).

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2018 due to right femoral shaft periprostheric fracture. As revealed during a follow up visit on (B)(6) 2019, at least 4 cortical screws in the lateral plate broke off. No intervention was performed to remove the hardware. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known, and it is not possible to collect it. We do not have the opportunity to identify individual hcps and revisit negative feedback to retrieve further information.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation. The clinical/medical investigation concluded that, the cortical screw breakages in the lateral plate noted at the 1-year follow-up likely resulted from micro-motion secondary to non-union/delayed union with obese patient (bmi 31.28) wbat. Reportedly, alignment was maintained, the patient was asymptomatic, healed well without pain and achieved union at 53.7 weeks without additional surgical intervention. The patient impact is determined to be the cortical screw breakages in the presence of non-union/delayed union prior to 53.7 weeks. The (fractured) cortical screws are intended for implantation and appear to be retained in the bone; therefore, micro-motion and/or migration is unlikely. Reportedly, alignment was maintained, the patient was asymptomatic, healed well without pain and no further surgery is recommended. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for fracture fixation devices reveals in adverse effects that cracking and fracture of the implant components can occur. With repeated stress in patients with delayed healing or nonunion, the appliance will inevitably bend, break or pull out of bone. Also, according to warnings, the correct selection of device components is extremely important. The appropriate type and size should be selected for the patient. Failure to use the largest possible components or improper positioning may result in loosening, bending, cracking, or fracture of the device or bone or both. Additionally, the precautions section reveals that postoperative instructions to patients and appropriate nursing care are critical. Early weight bearing substantially increases implant loading and increases the risk of loosening, bending or breaking the device. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.